Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on may 03, 2018: during a microwave ablation procedure of the lung, the solero unit display flashed up a warning of "high reflected energy" after 2 minutes of ablation at 140w when needle was in target lesion. The needle test had been performed to insertion into the patient with no issues. The treating physician tried to restart the ablation but the warning message displayed again. The needle was withdrawn, set aside, and replaced with a new of the same device. The new needle was successfully tested prior to insetion into the patient. Once inserted into the target lesion, the same situation occurred - high reflected energy. This time the machine would cut out with this warning after 45 seconds. A scan of the ablation site was performed and when reviewed, it was determined adequate treatment had been delivered. They then removed the needle and retested it in water for 3mins at 140w and it did not cut out. It was reported the patient had experienced a pneumothorax during the second probe placement. It was indicated the patient was stable post procedure. It was reported the disposable device is not available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
As the reported device was not returned, angiodynamics was unable to perform a device evaluation. As a device evaluation was not performed, a root cause for the reported complaint description "patient experienced pneumothorax" cannot be determined. A review of the lot history records was performed for the reported solero mta applicator manufacturing lot for any deviation in manufacturing process related to the reported defect of the complaint. The review confirms that the device met all material, assembly, and performance specifications at the time of manufacture. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # pr19414.